Event description:
A vns pt underwent surgery due to high lead impedance (medwatch #1644487-2008-00828). The lead was replaced due to the high lead impedance, and the generator was replaced due to unk reason. MFR performed product analysis on the generator, and it was identified that the reed switch was not functioning properly. When the magnet was applied to the pulse generator at a distance of one inch, the output current did not cease and magnet output current did not activate after the magnet was removed. It was found that when the magnet was applied to the pulse generator at a distance of zero inches, the output current ceased and magnet output current was activated after the magnet was removed. No visual anomalies were identified during analysis. When the reed switch was bypassed, output current ceased and magnet output current was activated, confirming that the reed switch was the component preventing magnet mode stimulation.

Manufacturer narrative:
Reed switch. Device failure occurred, but did not cause or contribute to a death or serious injury.